Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scissors malfunctioned and would not cauterize even after extension cord had been changed out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. Light tissue buildup and blood were observed on the jaws. The silicone boot insulation of the jaws appeared intact. The heater wire was slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. We were unable to observe any electrical issues or failure of energy for the complaint unit during our testing. Based on the results of the evaluation, the reported failure ¿failure to deliver energy¿ was unable to be confirmed but was confirmed for analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scissors malfunctioned and would not cauterize even after extension cord had been changed out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.